Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between october 11-16, 2023. H11: two actual devices and two photographs of the sample were provided for evaluation. Visual inspection was performed on all he samples. The reported issue of leakage on the blue connector was able to be determined on the photo samples; however, the issue was not easily identified in the photo samples. Functional testing was performed on the returned samples, and leakage was observed. Leakage was observed inside the tubing path on the blue connector in both returned samples. The pump transfer tube set was intact with no loose joints. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of adhesive (cyanoacrylate) to the tube when it was inserted into the tubing during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a trifurcated fluid transfer tube set leaked during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.